Event description:
It was reported by the hospital staff that the ventilator had shut off by itself without an audible alarm while connected to a patient. When the hospital staff came into the room, the patient was turning blue and was unresponsive. It was also reported that the patient did not die but suffered injury from the event. The hospital did not indicate what type of injury occurred.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.